Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly (broken upper hinge), rear case housing assembly (cracked upper well) and ail sensor assembly (damaged housing). A review of the device history record showed the device had a manufacture date of 04/30/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200169194 for out of specification/ high reading, which does not correlate to the customers reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the door assembly - upper hinge damage. During servicing we identified faulty sear which constitutes a reportable malfunction. There was no patient involvement. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2014-0284 lvp air-in-line. CAPA _00926 lvp door latch. CAPA ca-2013-0494 lvp sear damage . CAPA ca-2018-0161 iui conn issues.

Event description:
The customer reported that the device is broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device is broken/damaged. There was no patient involvement.